Event description:
Alleged the head and foot functions will not go down. No injury reported.

Manufacturer narrative:
The tech found the bed had no head up function due to a stuck head up valve. The tech replaced the valve to repair the bed.